Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited out of range pacing impedance measurements in addition to noise and oversensing. No pacing inhibition was observed as a result. The specified pacing impedance measurements were unable to be determined based on how the device stores the data as a weekly average. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. The physician will continue monitoring.